Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with a length of torn suture and the t2 implant returned off the device. There is biological debris on the returned items. A functional evaluation of the returned device finds it cycles as designed. These failures have been determined to be related to the reported event. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl reconstruction surgery, a fast-fix t2 could not be deployed; resulting in suture failure. T1 was removed with tweezers. Surgery resumed after a non-significant delay of less than 30 minutes, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).